Event description:
It was reported that the user¿s dexcom g7 glucose sensor was not pairing with the ilet, leading the user to stop pump therapy and rely on fingerstick checks and insulin injections until assistance was provided to reestablish pairing after the pump battery had depleted and been recharged. Symptoms included none reported. Outcomes included temporary interruption of automated insulin delivery with continued glucose monitoring via the dexcom app and self-managed injections. Investigation included guided troubleshooting and education on pairing the g7 with the ilet and instruction to contact support if pairing exceeds the expected time. Investigation of this case revealed no device malfunction and indicated a pairing failure of the cgm to the ilet of undetermined cause, with successful reattempted setup completed during the call. It was concluded, based on previously established findings for similar reports, that user setup or connectivity factors were the most likely cause.